Event description:
Rptr stated that the lancet, inserted in the softclix plus lancet device, protrudes beyond the device end-cap. Rptr indicated that no accidental puncture occurred as a result. Rptr did not provide the location were the problem was first discovered. Technical support requested the return of the suspect prod and replacement prod was shipped.